Event description:
A 2.25mm diameter x 30mm length endeavor rx drug-eluting coronary stent was deployed in to a patient to treat a lesion located in the lad # 7 described as a tortuous, eccentric with calcification. During procedure, a micro driver rx coronary stent was deployed at lad # 8 (MFR report 2953200-2010-00736) and another manufacturer's stent was deployed at lad # 6. Communication from the field confirmed that, due to the lesion morphology, difficulties were encountered advancing the relevant device which was screwed in the vessel using and inner catheter and applying some force. However, it was reported that rupture of the coronary artery was observed where the relevant stent was deployed. Three units of covered stents were implanted to treat the vessel perforation. The physician commented that there seems to be no relationship between the occurrence of perforation and the relevant device. The patient is reported to be fine and no other clinical sequelae were reported.

Event description:
Patient had myelodysplastic syndrome (mds) before stent implant, anemia was advanced and mds was suspected to have advanced to leukemia. Patient was free from ae at 30 day, 6, 9 and 12 month follow up. Approximately 14 months 2 weeks post index procedure patient expired due to myelomonocytic leukemia. Ref MFR # 2953200-2010-00736, 2953200-2010-00737.

Manufacturer narrative:
(B) (4). Evaluation: results: (eccentric, tortuous lesion with calcification), (perforation). Conclusion: (eccentric, tortuous lesion with calcification).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.